Event description:
It was reported that a user lost glucose readings after a sensor came loose and a replacement sensor was applied but not started. Dosing had stopped for several hours until the user scanned the new sensor and initiated warmup, consistent with a usage problem due to an improper procedure and failure to follow instructions. No clinical signs or symptoms reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a user error related to starting a new sensor, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.